Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to remaining in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 650-1163, delta cer fem hd 32/-3mm t1, 2017110384; 110010242, g7 osseoti 3 hole shell 48mm c, 6258408; 51116090, taperloc micro, reduced distal, type 1 taper, 6238456. Report source, foreign - event occurred in (B)(6).

Event description:
It was reported patient underwent non-surgical repositioning due to having subluxated immediately post-initial implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes and review of radiographs. Device history records were reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes and review of radiographs. Device history records were reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.